Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not triggering the patients breathes. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Service has been cancelled after 7 days and no response from the customer. No further work was provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.